Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) is likely the result of patient anatomy. Based on the information provided the reported recurrent mitral regurgitation (mr) is the result of the slda and the recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring a second procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a rotated heart and transseptal access was difficult. Imaging was not the greatest during the procedure, but the clip was able to successfully be implanted, reducing mr to 1. The following day, transesophageal echocardiography (tee) showed mr had increased to a grade 4. At the time, it was unknown what caused the increased mr. On (B)(6) 2020, a control transthoracic echocardiography (tte) was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second procedure was to be performed; however, due to difficult patient anatomy, the transseptal access could not be obtained and the physician decided not to add an additional puncture and aborted the procedure. Therefore, the guide wire was removed and the procedure was discontinued. There was no mitraclip device used in the patient anatomy. No additional information was provided.